Manufacturer narrative:
Date rec¿d by MFR: 16may2019. O2 manifold and gas delivery system (gds) were received for evaluation. During visual inspection, the o2 manifold showed minor exterior scratching while there was nothing noted on the gds. The gds was installed onto good test unit for testing. After testing, the reported problem was unable to be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The field service engineer (fse) evaluated the device and could not verify the reported condition. However, the fse verified the error code relevant to the reported condition in the event log. The ventilator was powered on in normal mode with oxygen connected to wall source. The device oxygen alarm was working. The unit was run with original parameters with unit set to 40% oxygen for several minutes. There was no problem with oxygen not available alarm. The fse replaced the gas delivery system (gds) as a precautionary only due to the error codes in the event log. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a no oxygen warning message. Although requested, the information regarding the use of the ventilator on a patient at the time of the event occurred was unknown. The event date was not specified; estimate used.